Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer representative (rep) met with patient (pt) today prior to cardioversion. Rep noted creating a group called cardioversion specific to the fca instructions and set the pt to that group prior to the cardioversion. Rep reported no impedance concerns. Rep noted following cardioversion the ins is not responsive to the tablet or patient programmer in two different physical locations. Troubleshooting included  restarting the tablet, resetting the ins, using a 2nd tablet, trying the patient programmer again and no communication could complete. Rep could get to the screen that said invalid active group and gave options. Rep tried activating the normal use group for the patient and tried clearing settings and could not complete communication. Additional information was received from the rep that they spoke with their district manager who had a previous case in which they couldn't connect to percept so they unlinked and relinked handset to ins to resolve the situation. Rep inquired if they should try relinking ins to handset for this situation. Technical services (tss) reviewed rep can attempt it (since likely next step will be replacement) but likely it won't resolve the situation based on what has been reported. Caller unlinked ins from handset and re-linked it but when it attempted to actually communicate with the ins, it just kept searching and wasn't successful. Rep stated patient is going to be hospitalized for 3 more days related to their a-fib so they'd like to know soon if they will need to replace ins so that patient can be discharged with dbs functioning. The issue was not resolved. Additional information received from the manufacturer¿s representative (rep) reported the unresponsive implant issue didn¿t resolve even after trying to connect with the tablet, handset, switching tablets, and repairing the handset and attempting to connect again. While the patient was still hospitalized for atrial fibrillation (an on-going issue) it was recommended to replace the implant and moving it to the abdomen. Further specifics surrounding the elective cardioversion that took place earlier where the patient was placed in a supine position with the chest area exposed. The electrodes were placed anterior and posterior (one in the middle of the sternum, one on the back) and one cardioversion attempt was made in synchronous, biphasic waveform at 200 joules. This converted the patient to normal rhythm. The implant had been placed in the left chest and since the patient wasn¿t a large person the rep assumed the electrode was likely close to the implant as it was placed more to the center of left chest as opposed to more lateral. It was noted the patient had a previous cardioversion, but it was unclear if this was prior to dbs or not.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the device was returned after cardioversion caused the neurostimulator to go into a state where the clinician programmer and patient programmer could not connect to the implant.

Manufacturer narrative:
H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins)(serial#: (B)(6)) revealed that there was abnormal function of an integrated circuit on the hybrid circuit board of the ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.